Event description:
It was reported that the patient underwent a posterior spinal fixation at t12-l4 and alif device to treat a l2 burst fracture. It was reported that a metal piece came out during tightening of the setscrew. The fragment was removed. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.